Event description:
It was reported that the pt presented with redness on (B)(6) 2010 which was perceived to be swelling from insertion. Pt came back on (B)(6) with obvious chemotherapy extravasation. The PICC was removed. It has a fracture near valve and small holes in the catheter (observed when saline is flushed through it).

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.